Event description:
On (B)(6) 2010, patient reported a black/yellow cloud on the display screen of the infusion device, which made it impossible to read. Patient first noticed this during the evening of (B)(6) 2010. Patient was using the correct type of battery and battery was not expired. Patient inserted 2 new batteries to troubleshoot concern and the issue persisted. Infusion device was not dropped on a hard surface within the previous 48 hours. Infusion device was not exposed to water or insulin ingress and there was no moisture or humidity visible on the display. Patient switched to backup infusion device. Product was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.